Event description:
Per the clinic the patient experienced sharp pain and a dislodged magnet during an MRI (strength unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, in order to replace the magnet. The implanted device remains.